Event description:
It was reported that the patient¿s incision was open. The patient presented in the hospital with dehiscence of the chest incision, and had surgery the next day for wound washout and re-closure. The patient¿s parents had noticed the chest incision had opened when giving him a bath. The patient was said to be fussier, indicating that he may have been in pain. At the previous appointment with the surgeon¿s office, the incision was said to be healing well. The physician did not have an assessment as to the cause of the wound opening. The device history records were reviewed for the generator and lead and the devices were sterilized prior to distribution. No additional or relevant information has been received to date.